Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the physician found a drop in sensing and the threshold had increased. The physician has performed a fluoroscopy and he found that the lead moved from its original position. On (B)(6), the lead was repositioned without complication. There were no adverse patient side effects reported.